Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardioplegia line from the heat/cool exchanger in the custom tubing pack was not connected to the stop cock and was zip tied. No patient complications have been reported as a result of this event. Medtronic received additional information that there was no damage observed to the tubing line or the stop cock. There were no performance issues after the zip tie was added and the pack was used.